Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected corrected: d4 (lot) updated: d4 (UDI); h2; h4 product has not yet been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h2; h3; h6. The reported event was confirmed by returned product. Visual examination of the returned product identified the impactor pad has fractured in two pieces and there is epoxy residue on the threads. The device shows wear and tear; the strike plate of the device has dents and gouges from striking. The handle of the device has scratches, knicks, and gouges included on the knurled surface and prongs. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: d9; h2; h3; h6; h11. The reported event was confirmed by review of pictures. Visual examination of the provided pictures identified the impactor pad is cracked and remains on the handle. The handle and prongs show signs of use/wear with dings, deformation, and worn etching. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
During intraoperative implantation of the glenosphere, the inserter¿s tip fractured. No additional details were provided regarding surgical delay, instrument exchange, or retrieval of any fragments. There was patient involvement; however, there were no known consequences or impact to the patient, and no additional medical or surgical intervention was reported. Attempts have been made and no further information has been provided.